Event description:
A customer contacted beckman coulter inc. (Bci) regarding free t4 results below and within the normal reference range generated by the unicel dxl 800 access immunoassay system for five patients' samples. Repeat testing was done as a correlation for a new calibrator lot and results were higher, within the normal reference range and slightly below which better matched the patients' clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges during this event. A system check performed on (B)(4) 2010 met specifications. When the calibrator lot was changed, the customer discovered that qc was recovering higher. The customer believes the higher free t4 results with the new calibrator lot to be correct. There were no further issues from this account.